Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the male luer rigid component was cracked. The reported condition was verified. Due to the nature of the sample, no additional tests could be performed and subsequently the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set broke from an unspecified location. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.